Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. Product analysis # (B)(4). Analysis information -- 2017-09-27 13:31:49; (B)(4); product ID# 37601 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. Comments1- comments2>: the information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that no steps were taken to resolve the balance issues, and that they were ongoing.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they have had multiple falls and other symptoms which may be related to the therapy. The patient has required a cane outside and a walker inside the house for more support. Their balance and parkinson¿s disease has gradually worsened. The patient has also had difficulty with their speech. The falling has been a problem for years, and the falls have become more frequent. The falls used to come every 3-4 months, but it has increased to twice every 3-4 months and there was also a period that the patient fell twice in a 2-week period. The patient sees their healthcare professional (hcp) every 3-6 months and the hcp is aware of the falling. Botulinumtoxin (botox) injections are administered to the patient every 3 months in the left leg to try to keep that muscle relaxed. The botox injections were thought to be related to the falling since the frequency of falls is greater the closer the patient is to the next injection. It was thought that the botox relaxes those muscles and affects their balance. At one point, the patient had three broken ribs from falling against their walker. No further complications were reported.